Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection, functional testing, and a review of the alarm log were performed. The frayed ac cord was identified during visual inspection. The cause of the condition could not be determined. The device was removed from service. Should relevant information become available, a supplemental report will be submitted.

Event description:
During device evaluation, internal wires were found to be exposed from the ac power cord of the flo-gard device. There was no patient involvement. No additional information is available.